Event description:
It was reported that during a lap sigma procedure, before firing the device the device could not be opened and did not fire at all. The opening of the instrument was not possible; the trigger was broken, because the surgeon tried to open the instrument with application of excessive force. The procedure must be converted to open. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis results found that one (B)(4) device was returned with the anvil closed the firing mechanism jammed and with a 45 mm cartridge reload loaded on the device. The reload was noted to be unfired. In addition, an applied trocar was received on the shaft. Please note that a 60mm device is designed to work only with 60mm cartridges, if a 60mm device is attempted to fire with a 45mm reload the device will lockout. In order to open a locked device the reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. For further loading instructions please refer to the apex 60mm IFU. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.